Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post-operatively that the right ventricular (rv) lead exhibited intermittent capture, high thresholds and unstable thresholds. The rv lead was repositioned and remains in use. There was unknown patient symptoms reported as a result of this event.